Manufacturer narrative:
(B)(4). Result of investigation: carefusion was able to verify the customer's reported issue. The unit was powered on while docked onto a known good ptdc with a known good lung and a known good circuit connected. The unit powered on and booted up with no issues, however, the unit failed bench testing for an excessive noise coming from within the unit. The unit was opened up to inspect and found that the blower module had seized along with a burned component q3 and q6 located on blower module's pcba. Carefusion replaced the blower module to address the reported issue.

Event description:
It was reported to carefusion that the unit had a noisy blower. While in service, the unit was opened up and inspected. Inspection of the unit found the blower had seized and had burnt components. There was no patient involvement.